Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: catheter product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal lioresal 2000 mcg/ml (dose 515 mcg/day) in flex mode via an implanted pump. The patient's medical history included intractable spasticity. The surgical site had a tumor causing a baseball size fluid buildup that flipped the pump toward the inside of the patient's body. A procedure was done to reposition it on (B)(6) 2015. An elastic binder was still being utilized, but the fluid had returned. They were titrating the intrathecal baclofen (itb) dose down and then would replace the pump. The hcp did not think it was a cerebrospinal fluid (csf) leak as the tumor fluid was tested/cultured and no significant amount of csf was found in the tumor. The change in therapy/symptoms was gradual. The patient was currently hospitalized. Clinical notes provided listed the following problems as reviewed by a nurse practitioner on (B)(6) 2015: spastic quadriplegic cerebral palsy, neuromuscular scoliosis-posterior spine fusion t2 to the pelvis (hardware removed 2011), impaired mobility, impaired activities of daily living, dysmenorrhea, menorrhagia, amenorrhea, dystonia, low back pain, urinary tract infection (uti), recurrent uti, gastroesophageal reflux disease (gerd), presence of implanted baclofen infusion pump, and baclofen pump wound infection. Regarding consultation on (B)(6) 2015 restless legs (primary diagnosis); face legs, activity, and cry was noted. The patient was described as never having been a smoker and their wheelchair weight was 66.8 pounds. The patient had an allergy to adhesives regarding rash - severe. On (B)(6) 2014 the hcp received a message/phone call reporting stiffness on (B)(6) 2015 a dye study revealed no issue; no leaks or discontinuity was observed and the CT was normal. Per the pump log, lioresal with concentration 2000 mcg/ml was administered at a flex dose rate of 469.5 mcg/day as of (B)(6) 2015. Regarding progress notes from a visit on (B)(6) 2015, the area around and over the pump appeared very puffy so much that it was hard to read the pump with the programmer head. The pump could be easily moved under the skin. When the pump was palpated on (B)(6) 2015 the suture anchors were felt near the front of the pump vs. At the bottom of the pump and the catheter tubing was felt on the left of the catheter access port. The needle was placed in the correct area to access the reservoir; however the reservoir was not found on (B)(6) 2015. Another physician agreed with the consult with neurosurgery and an x-ray was ordered. The pump was confirmed as having been flipped via an x-ray on (B)(6) 2015. As per the pump's log, lioresal with concentration 2000 mcg/ml was increased 10% to a flex dose rate of 515.4 mcg/day as of (B)(6) 2015. Surgery was performed to flip the pump back and fill it on (B)(6) 2015. On (B)(6) 2015 the patient came to the emergency department (ed) with fluid over the pump and drainage from the wound; wound dehiscence was noted. There was swelling over the pump area. An additional hospital admission occurred on (B)(6) 2015 due to wound dehiscence. It was noted that lioresal was tapered off and the pump was shut-off the week of (B)(6) 2015. On (B)(6) 2015 the pump and catheter was explanted. The patient had been admitted for a week prior for a dose reduction; the dose was reduced due to the device explant performed on (B)(6) 2015. The patient stopped receiving lioresal with concentration 2000 mcg/ml at a dose rate of 515 mcg/day on (B)(6)2015. It was reported that a surgery occurred on (B)(6) 2015 to repair a cerebral spinal (csf) leak in the lower back. Outpatient medications/ medications taken at the time of the event included the following (therapy dates not specified): acetaminophen (tylenol) 325 mg tablet, baclofen (lioresal) 5 mg/ml suspension, bisacodyl (fleet bisacodyl) 10 mg/30 ml enema, diazepam (valium) 5 mg tablet, guar gum (benefiber sugar free guar gum) powder, lubiprostone, gummi bear multivitamin oral, miralax, lactobacillus rhamnosus gg (probiotic oral), lansoprazole (prevacid solutab) 15 mg disintegrating tablet, lubiprostone (amitiza) 24 mcg capsule, fleet enema, medroxyprogesterone (depo-provera) 150 mg/ml injection, ondansetron (zofran odt) 4 mg disintegrating tablet, oxycodone (roxicodone) 5 mg tablet, polyethylene glycol 3350 oral, and sulfamethoxazole - trimethoprim (bactrim ds) 800-160 mg tablet.

Manufacturer narrative:
The pump was returned and analysis found no anomaly. Upon analysis completion, tears/cuts/coring was identified in the seal of the sc connector and leaking was seen.

Manufacturer narrative:
Device evaluated?: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a company representative via a returned product form. The patient's pump had been explanted on (B)(6) 2015 (as previously reported) and returned to the manufacturer. It was indicated that the pump was removed to avoid in-vivo battery depletion. The patient's status after the device removal was 'covered without sequelae.'

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.